Event description:
The doctor tried to remove the iab at the bedside. The iab did not come out of the patient intact, it broke apart and a portion of the iab was left in the patient. The patient went to surgery. The doctor tried to remove the rest of the iab and "it was stuck in the iliac bifurcation". The patient went into vfib and died on the table. The pump used with this iab was in biomed to be cleaned because at some point, the iab had leaked and blood entered the pump. The portion of the iab that came out of the patient will not be returned. The product will not be returned for evaluation.